Event description:
It has been reported that the occlusion balloon deflated during the percutaneous transluminal angioplasty (pta) procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician then noticed that the occlusion balloon had deflated. The device was removed from the pt.